Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2010, she obtained an alleged high blood glucose reading of "455 mg/dl" with the subject meter. The cca noted that the patient manages her diabetes with insulin (self adjuster). In response to the reading, the patient claimed she adjusted her insulin accordingly and took 12 units of lantus and 8 units of humalog insulin. 3 hours later, the patient claimed she "passed out" while on a train. The patient reported that emergency services was contacted and they treated her with glucose tablets and/or glucose gel. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.